Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 5 unopened pouches. Analysis and results: there is one previous complaint of the same reference-batch. Manufactured (B)(4) units of this code batch. There are no units available in our stock. Received five closed samples. Tightness test to the closed samples received has been performed and the units are tight. A rotation test was performed on closed samples received, noticed that thread breaks easily next to needle. Then, detachment of the needle could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: complaint justified: taking into account that the results of samples received do not fulfill the OEM specifications. Actions on product: replace this code/batch to the customer or a refund will be issued. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: netherland. Needle detached easy from the thread.